Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and discovered that a defective sample valve caused a drip at the sample probe and diluted the mixture in the cuvette. The fse replaced the valve to resolve the leak and there have been no further reports of this event.

Event description:
The customer reported a leak at the sample probe involving a beckman coulter au5400 clinical chemistry analyzer and stated that the leak caused qc (quality control) results to fail. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves and no injury was reported. There was no change or affect to patient treatment in connection with this event.